Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that he received an blockage alarm. In troubleshooting blockage was found at site. No further information was available.